Manufacturer narrative:
Lens remains implanted. Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
A patient reported that she had a zxr00 intraocular lens (iol) implanted on (B)(6) 2016 in her right eye. The patient stated that she still wears glasses which defeats the purpose of the lens. Through follow-up it was further learned that the patient was experiencing issues with seeing near and intermediate. The patient is able to drive but her vision is a bit blurry. She describes seeing spiderwebs at night. On her follow visit her physician stated that she was fine except for her dry eye. The physician prescribed her some medication for her dry eye, but her symptoms still annoy her. Follow-up with the physician confirmed that the patient had a dry eye, but noted that her symptoms cannot be due to the lens. He also noted that there is no plan to explant the lens.